Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Additional testing was done with unknown rapid antigen test on an unknown date and reported negative results. The consumer confirmed there was no harm due to the test results and there was no delay or impact to treatment.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a nasal sample. Additional testing was done with unknown rapid antigen test on an unknown date and reported negative results. The consumer confirmed there was no harm due to the test results and there was no delay or impact to treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 213175 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 213175, test base part number 195-430wjr / lot 210876. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 213175 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use, device discarded.